Manufacturer narrative:
A device history record (DHR) review was performed on the lidocaine medication ampules with no relevant findings. Complaint verification testing could not be performed as no sample was returned for analysis. The DHR for the two lidocaine ampules were reviewed with no evidence to suggest a mfg related cause, therefore, the complaint could not be confirmed and a root cause could not be established.

Event description:
Complaint alleges that while attempting to open a vial of 1% lidocaine with gauze, the vial crushed into pieces in the dr's hands. The doctor sustained a cut on her finger which required stitches as a result. The pt current condition was reported as fine.